Manufacturer narrative:
The analyzer alarm history from the date of the event did not contain any conspicuous events. The investigation is currently ongoing. The event occurred in: (B)(6).

Event description:
The initial reporter complained of a questionable low elecsys ft3 iii result for 1 patient tested on a cobas 6000 e 601 module. The initial ft3 iii result was 0.929 uiu/ml. The same patient sample was retested on the same analyzer and resulted in an ft3 iii result of 4.53 uiu/ml. The result in question was not reported outside of the laboratory. The ft3 iii reagent lot was 39467400 with an expiration date of 31-oct-2019.

Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined.